Manufacturer narrative:
Correction: please disregard this MFR report # as this was sent as a duplicate of the  previously reported event captured under MFR report # 2016493-2021-57971.

Event description:
It was reported that a failure was observed during a planned preventive maintenance or recall remediation service event. There was no reported patient involvement.

Event description:
It was reported that a failure was observed during a planned preventive maintenance or recall remediation service event. There was no reported patient involvement.